Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode during routine follow-up. Emergent replacement was recommended. The physician also observed the device recorded repeated pacing impedance increases on the right ventricular (rv) lead from 400 to 1400 ohms. The device was subsequently explanted and replaced and no defect could be detected on the rv lead during the device replacement. After the replacement the new device recorded stable impedance measurements. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode during routine follow-up. Emergent replacement was recommended. The physician also observed the device recorded repeated pacing impedance increases on the right ventricular (rv) lead from 400 to 1400 ohms. The device was subsequently explanted and replaced and no defect could be detected on the rv lead during the device replacement. After the replacement the new device recorded stable impedance measurements. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.